Event description:
The customer contacted baxter's technical service center to report a burning smell, which occurred on the homechoice during use, patient was not connected. The home patient reported smelling something burning when she walked into her bedroom after setting the homechoice up earlier. The homechoice then just shut off and would not turn back on. The home patient stated she unplugged the homechoice from the wall and the back of the machine then turned it back on with nothing happening. The technical service representative would swap the machine. The technical service representative advised to contact her peritoneal dialysis registered nurse to let her know she would be getting a new machine with the new software and that it would need to be programmed. The home patient would do continuous ambulatory peritoneal dialysis until the new machine arrives. The technical service representative initiated a swap. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine would arrive. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. Product passed rite electrical test but failed rite functional manual operations power-up verification for unsuccessful power-up. Performed external / internal inspection and found heat damaged (j4) digital/ alternating current component (accomp) printed circuit board (pcb) connector and heater pan wiring and connector. Checked digital pcb and lithium battery voltages are stabile and within spec. Performed 30 min short simulated therapy product completed therapy no problem. Assignable cause for customer reported smelled electrical burning odor is determined to be caused by a heat damaged (j4) accomp pcb and heater pan wiring. Accomp pcb and heater pan are scrapped. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.